Event description:
Describe event, problem, or product use error: pt reports that the new pump is not programmed correctly and cannot operate in continuous mode. No further information was provided. Pump is being returned. Diagnosis for use: pompe disease.